Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre sensor fell off after 4 days of wear. As a result, the customer was unable to obtained sensor scans and experienced unspecified symptoms of hypoglycemia and a loss of consciousness. The customer had contact with healthcare professional who obtained a blood glucose reading of 35 mg/dl and diagnosed the customer with hypoglycemia. The hcp administered glucose via IV and glucagon via nasal. No further information was reported. There was no report of death or permanent injury associated with this event.